Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name resume ii; product ID: 3587a, (lot: lb4396); product type: 0200-lead; implant date: (B)(6) 2004; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt states the ins was removed about 19-20 years ago but the leads were left in the body. Pt mentioned about 3 years ago they had a head/brain MRI and they felt tugging and pulling in the back and neck area. Pt mentioned about 19-20 years ago they had the ins removed because it was not working and not helping with the pain. Pt states they left the leads that were for the neck and the leads for the lower lumbar. Pt states they left the leads but removed the ins/battery.